Manufacturer narrative:
Evaluation summary: the review of manufacturing documents of the identified nail revealed no deviation in the manufacturing process. The review of the risk analysis revealed no observation; nail breakage was considered and thresholds were not exceeded. Investigation revealed no non-conformity; therefore no new CAPA was initiated. In this case the nail broke after an implantation period of approx. 29 months (more than 2 years). After such period it is can be suggested that it broke in a fatigue fracture. Insufficient bone healing was confirmed. With available information no further technical statement was possible. As to missing medical records no medical statement was possible. Based on presented information and referring to that no deviation was found in the manufacturing documents a deficiency in the nail question was not verified. Considering confirmed nonunion nail breakage was rather patient related. Device was not returned.

Event description:
On (B)(6) 2011, t2 recon surgery for left femoral was performed. Further t2 recon surgery for right femoral was performed in 2012. After that both side became nonunion. The nails were broken. On (B)(6) 2013, the distal screws of both side were extracted because the patient complained of pain.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2011, t2 recon surgery for left femoral was performed. Further t2 recon surgery for right femoral was performed in 2012. After that both side became nonunion. The nails were broken. On (B)(6) 2013, the distal screws of both side were extracted because the patient complained of pain.